Event description:
Pt was noted to have a burn on the left thigh (in the area where a dispersive electrode was placed). The burn was treated with ointment and dressing daily. Pt was re-admitted to local hosp in 2001 for management of left thigh ulcer and pseudomonas infection in thigh wound. Pt was transferred for management of liver abscess and ulcerated area of left thigh. 11 days later, pt had drainage of liver abscess. 2 days later pt had debridement of left thigh burn. Pt was discharged 8 days later.